Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: adjusting rod. Additional information was requested and the following was obtained: ¿when he tried to open again for the release, it did not allow the rotation of the rotary knob.¿ how was the device removed from the patient? The surgeon had to cut tissue, then remove the anvil. Did the surgeon have to cut out the device? No, only remove the anvil and then use another device. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut indicating that the instrument achieved a full firing stroke; however, the instrument was received fully loaded with staples. It is possible that the returned anvil does not belong to the returned device, based on the evidence that the returned washer was cut, without the device deploying the staples. Further analysis showed that the device was difficult to close completely when turning the adjusting knob. No functional test was performed and the device was disassembled to verify the condition of the internal components. The adjusting rod was found damaged and would not allow the device to close properly when the rotating knob was turned. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a coloanal anastomosis procedure, at the shot moment, being the regulator at the level of the staples (correct range), the device did not allow the relese of the safety mechanism, to shoot the device. When he tried to open again for the release, it did not allow the rotation of the rotary knob. The surgeon had to cut again and used another like device to complete the procedure. There were no adverse consequences for the patient reported.